Event description:
The customer reported to olympus, the video processor image froze for a second on the screen. The site was using a non olympus video recorder (hvo4000st) as a printer. The issue was that when they press release ¿1¿, the image appeared on the monitor and then freezes for about a second. There were no reports of patient harm associated with the event.

Manufacturer narrative:
As part of the investigation, the technical support engineer followed up and instructed the site on how to adjust the auto live setting for hvo4000st to stop image freezing on the monitor. The issue was resolved. The device will not be returned. The investigation is ongoing. Three good faith efforts (gfe) were made to obtain additional information. To-date, no response has been received from the customer. A supplemental will be submitted on completion of investigation or if any additional information is received.